Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 123 mg/dl. No significant events leading to the alarm were observed. The customer's wife stated that the customer was no longer wearing the insulin pump since he had gotten out of surgery. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, broken belt clip slot and a missing end cap sticker.